Manufacturer narrative:
Concomitant medical products: 330-801 lead, implanted (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) and right ventricular (rv) lead was explanted due to infection. No further patient complications have been reported as a result of this event.